Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the mesh was not returned and only the two dilators with the sleeves were returned. The suture on the blue with white stripe dilator was cut. The dart was located behind the catch of the capio slim. The dart had a small amount of suture attached to it indicating that the lead suture broke. There was no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a cystocele repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached from the suture. The detached needle remained in the capio. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Problem of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a cystocele repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached from the suture. The detached needle remained in the capio. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.